Event description:
It was reported that pump displayed cgm error 42 related to g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, and pump did not display cgm error again after reset.